Event description:
Reportedly, when an attempt was made to perform an analysis of pt rhythm, a repeated connect electrodes prompt was observed. An als crew arrived on scene and assessed the pt with their manual defibrillator. The pt was determined not to be a viable candidate for defibrillator therapy. The pt was not resuscitated. The reporter indicated pt outcome was not affected by the event, due to a lack of pt viability.